Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the main body of a minicap transfer set became disconnected and was causing drain out issues with two units of extended life pd transfer set. This issue occurred during unspecified process steps of peritoneal dialysis therapy. The sets were in use for a few months. There was patient involvement but there was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.